Manufacturer narrative:
9733856: work order passed. No failure found. 9734699: when connected to a known good system the drive was able to load and archive several exams without issue. No problem found. The issue was not able to be duplicated. Other relevant device(s) are: product ID: 9734699, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the site was on site for a fpu case and attempted to load the patient exam and it was not working. The loading type options would appear and regardless of which she choose the system would take several minutes and then display a media io error message. After the message went away the loading type options would reappear. User noted that after the "loading type options" would appear the disc drive would start to make a skipping sound. User also noted the site had recently switched to a new method of burning exams, so she tried to load a disc from several weeks ago that loaded normally onto the system before. This older disc displayed the same behavior in the cranial sw and ent sw and both times the disc drive would like noise like it was skipping and not spinning continuously. The led on the drive would light steady green at first and then start blinking when the skipping started. User checked all connections to the drive and they were solid. Site aborted navigation and reported a 10 minute delay to surgical time. The event occurred pre-operatively with no reported impact on patient outcome.